Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The head broke off the brush head neck into mouth- oral-b power oral care refills [device breakage]. He's fine [no adverse event]. Case narrative: consumer's wife stated via phone that the head broke off the brush head neck into his mouth whilst brushing. No injury was reported.